Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The therapy board was replaced to resolve the reported issue. The device was further evaluated by stryker product assessment center (pac) and the reported issue was unable to be verified. After observing proper device operation through functional and performance testing the device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient involvement in the reported event.